Event description:
The user facility reported that the operator was an interventional radiologist. No adverse outcome occurred for the patient. Hemostasis was achieved by manual pressure applied to the common femoral artery. The interventional radiology procedure was successful for this post-groin operation patient. The physician reported that the anchor did not properly exit the sheath and set in place as expected during angio-seal deployment. A successful "click" was felt when pulling back to lock out; however, the operator did not realize the anchor had not exited the sheath until attempting deployment. At that point, the entire sheath system was removed too easily from the arteriotomy site, without the usual resistance or "hard end feel." The sheath was cut open on the back table to confirm that the anchor remained inside and was not retained within the patient's peripheral vasculature. Estimated blood loss was less than 250 cc. Additional information was received on 11 aug 2025: the patient remained stable and experienced no adverse outcomes.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the polyfoil pouch, hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device was cut on the proximal end of the device sheath. The anchor is deployed from the device. The temperature dot is activated on the header bag. The complaint can be confirmed for a nondeployment device pullout. The anchor is present in the used device. The device was cut by the facility to check for the presence of the anchor. Although the temperature dot has been triggered, it is likely that the device was exposed to higher temperatures during return transit to terumo and this does not affect the sample condition. The exact root cause for the device nondeployment cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).